Event description:
It was noted that the patient one time the patient went through airport security and they gave the patient a hard time passing through the security gates. It was noted that when the patient arrived at the destination they were getting an error code with a doctor sign on it and called and was able to get it cleared.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).